Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not powered on and there was a problem with the drawer. A field service engineer replaced drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system screen was blacked out and not functional. Customer stated that the malfunction occured when the user was tried to issue medication to the patient and there was a delay in user dispensing the medication. There were no adverse events or injuries reported based on this event.